Event description:
Customer called from (B)(6) hospital and stated the infant heel warmer burned a nurse's hand. Numerous follow-up calls were made to attain additional information concerning the event. There were allegations that the heel warmer reached temperatures greater than 104 degrees fahrenheit. The facility tested a number of devices suggesting at least a dozen exhibited overheating. The complainant was unable to provide a lot number at the time. The allegation also suggested that the warmers were burning babies feet. A request for product samples to be returned was arranged.

Manufacturer narrative:
Sample product was returned and the investigation is underway. (B)(4).